Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted an inoperable downstream occlusion sensor. The downstream occlusion sensor was replaced then calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted an inoperable downstream occlusion sensor. The event occurred during testing.